Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook instrument was analyzed and it was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage was found on conductor wires. The instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. The instrument was confirmed to not deliver energy upon putting it on an in-house system and it failed continuity testing. The instrument was disassembled at the distal end, and it was found that the cautery wire was disconnected at the yaw pulley. There was also thermal damage on the yaw pulley near the cautery wire distal connection point. The complaint was confirmed by failure analysis. The probable root cause of a dislodged conductor wire, failed electrical continuity test, and thermal damage on the yaw pulley is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the permanent cautery hook instrument would not cauterize, even after swapping the green cord. The procedure was completed with no reported injury.